Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue and no adverse impact on the customer's blood glucose level. Technical support provided pump reset instructions, assisted the caller with resetting the pump, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction recurred, which the caller understood.